Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation was unable to duplicate the reported problem of e311 error. The evaluation found dead pixels and determined that pixel correction was needed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e931" and "e311" (the image does not appear) occurred and the camera would not white balance. This report is submitted due to the report of "e311" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.